Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been (B)(4) other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an unexpected refraction following an intraocular lens (iol) implant procedure. The target refraction was plano and the postoperative refraction was +3.25-1.00x105. Additional information has been requested.